Event description:
After 3 months of implantation, this pacemaker was explanted, due to erosion and infection.

Manufacturer narrative:
The analysis from the manufacturer is pending.

Event description:
After 3 months of implantation, this pacemaker was explanted due to erosion and infection.

Manufacturer narrative:
The analysis from the manufacturer is pending.